Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic splenectomy procedure, when firing across the splenic hilum, the device transected the vessels but did not staple. The surgeon had to open the patient and tie off the vessel to complete the procedure.

Manufacturer narrative:
(B)(4) date sent: 10/6/2016. Batch # (B)(4). Additional information requested and received: what is the current patient status? There were no patient consequences reported. Were both the artery and vein taken together or were they skeletonized? Taken together. Was the device difficult to close? No. Was the device difficult to fire? No. Were clips used? No. Were any staples noted in the tissue? No. If yes, were they deployed on both sides of the knife? If yes, were they formed? Were there any issues noted proximal to distal? No. Did the surgeon note the tissue moving during the firing process? No. Was the end of the device visible during the stapling? Yes. Is there a photo available? No the analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.